Event description:
It was reported that during a gastric bypass procedure, there was nothing remarkable that happened during the procedure. The case was completed and the anastomosis was tested with no leak. The next day (B) (6) 2010 the patient presented with a gj anastomosis leak.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation.